Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the proximal conductor of the lead developed a fracture due to flexing while in vivo. The interior superior vena cava defibrillation cable developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Concomitant medical products: 5086mri52, lead; 5086mri45, lead, implanted: (B)(6) 2011, 429688, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
The right ventricular (rv) lead was explanted due to a system upgrade and returned to the manufacturer. Subsequently, the lead tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.